Event description:
It was reported about an evac 70 xtra cii wand that during an ent procedure was noticed that the tip wires were snapped off in half. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The evac 70 xtra coblator ii wand, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, ¿during an ent procedure was noticed that the tip wires were snapped off in half." A review of manufacturing records for the reported lot number 2037531 found no non-conformances or anomalies during manufacturing process related to the reported event. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. Visual inspection shows extensive wear, dried blood/tissue on the electrodes. No manufacturing discrepancies observed. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings and the device worked as intended. The wand marked 7, 3 on the controller indicating that the use limiting feature was not triggered. The saline and suction lines were tested and also performed as expected. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings, or using the wand for an extended period of time. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported about an evac 70 xtra cii wand that during an ent procedure was noticed that the tip wires were broken off. The procedure was successfully completed without delay using a back up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.